Event description:
During priming of the device, in preparation for use for a cardiopulmonary bypass procedure, the user reported the roller pump displayed a "belt slip" error message. The pump was being used as the cardioplegia pump. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.